Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an ablation interventional procedure. Reportedly, there was no suture present when the plunger was removed with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 8f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.